Event description:
It was reported that after the patient underwent the surgery with the oasys cervical system. The surgeon confirmed x-ray that the blocker (c2 right) loosened. Therefore, the surgeon is monitoring for the patient.

Manufacturer narrative:
Method: device not returned; results: blocker loosening can be caused by under or over tightening of the blocker (recommended tightening torque is 3 nm in the surgical technique) however the exact cause is not determined/multifactorial. Conclusion: a oasys blocker was confirmed via the stryker rep and x-rays to have loosened. Manufacturing records were reviewed for the provided lot numbers: ctw, bhj and no issues were found. A revision surgery was not required at the time of reporting. No breach in occurrence and/or severity and no new harms were reported.

Event description:
It was reported that after the patient underwent the surgery with the oasys cervical system. The surgeon confirmed x-ray that the blocker (c2 right) loosened. Therefore, the surgeon is monitoring for the patient.

Manufacturer narrative:
Method: device not returned; results: blocker loosening can be caused by under or over tightening of the blocker (recommended tightening torque is 3 nm in the surgical technique) however the exact cause is not determined/multifactorial. Conclusion: a oasys blocker was confirmed via the stryker rep and x-rays to have loosened. Manufacturing records could not be reviewed because no lot number was provided. A revision surgery was not required at the time of reporting. No breach in occurrence and/or severity and no new harms were reported.

Event description:
It was reported that after the patient underwent the surgery with the oasys cervical system. The surgeon confirmed x-ray that the blocker (c2 right) loosened. Therefore, the surgeon is monitoring for the patient.